Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient is exhibiting radiolucent lines under the tibial component and knee effusion.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photographs were returned for evaluation so the condition of the nexgen mis tibial component is unknown. Without the device being received, an evaluation is not possible. The device history record review cannot be performed since the part numbers and lot numbers are unavailable. This device is used for treatment. A product history search for related complaints could not be conducted since the product part and lot numbers are undetermined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.